Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating high and low readings and button error on the insulin pump. The customer's blood glucose was 400+ mg/dl. The customer stated that the bolus and escape button would not work. The customer mentioned having low readings. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons working properly and no keypad anomaly was noted. However, the connector at the lcd board found unlocked on visual inspection. The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, scratched reservoir tube window and stained end cap sticker.